Event description:
Covidien received a report of a n-550 with no audio. The reported problem was found prior to being placed on a patient and no patient was involved.

Manufacturer narrative:
Covidien has requested that the unit be returned for investigation.